Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had no battery backup.

Manufacturer narrative:
Due to character restrictions in block e1, full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,b5,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked and found issue in power supply. Need to replace power supply. Machine partly working. Customer denied to replace power supply. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a no battery backup. No patient was involved and no harm or injury reported